Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt was damaged at the connector and his monitor displayed svc code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon eval the trunk cable connector was broken and the electrode belt cable was damaged at the distribution node (dn). The dn to rear 2 wire therapy electrode portion of the cable was pulled from the strain relief at the dn. The cause for the damaged trunk cable connector and trunk cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt cable and connector. The pt received a replacement electrode belt.